Event description:
It was reported that a patient's implantable cardioverter defibrillator began to erode through the patient's skin along with infection. The device was explanted and replaced on (B)(6) 2022, and the patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.